Event description:
It was reported to philips healthcare that the heartstart xl displayed an unspecified 'service unit' error message. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.